Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing skin irritation at the insertion site. The sensor adhesive falls off 3-4 days after sensor insertion and leaves the skin bright red and with a build-up of fluids. Additionally, the insertion site develops scabs that remain on skin for 2-3 weeks. His skin starts to itch, then his whole body becomes itchy. Pt consulted with his endocrinologist around (B)(6) 2012 and was recommended the use of secondary wound dressing. However, the latter, constructed with poor adhesive material, make the sensor fall off even faster. At the time of his call to dexcom technical support, pt was still using cgm and was still experiencing the same adverse events.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.